Event description:
An unspecified sensor error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced blurred vision, muscle spasms, and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who provided "refrigerante v.o" for treatment. Furthermore, a healthcare meter result of 62 or 63 was obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.